Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2016. No additional event or patient information was provided. It is unknown if the patient was wearing the continuous glucose monitor at the time of death. A cause of death was not reported. Patient's mother declined further contact.